Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 35mm watchman flx pro closure device was implanted. At the one-year follow-up a device-related thrombus (drt) was identified on the anterior side of the left atrial appendage via transesophageal echocardiogram (tee). The thrombus was laminar and non-mobile. The patient originally had a significant tendency for sludge formation, and after switching to single antiplatelet therapy (sapt) the drt developed. The patient was administered anticoagulation mediation for treatment of the thrombus. The patient experienced no adverse events.